Manufacturer narrative:
(B)(4). The reported complaint of "the pump is not switching on" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the eqr report, the issue was resolved after replacing the power switch. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to inoperable power switch. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "pump is not switching on". Additional information states that this issue happened prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump is not switching on". Additional information states that this issue happened prior to use. No patient involvement reported.